Event description:
50 ventricular high-rate episodes, most recent on (B)(6) 2023, chaotic fast rhythm with suspected ventricular under-sensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).